Event description:
It was reported that the account received the device in a package which appeared to be unsterile because the seal was broken. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. A follow up report will be made once the final investigation is complete.